Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI in (B)(6) 2013 (specific date not reported) (1.5 tesla). The patient¿s head was wrapped prior to the procedure. It was reported that the surgeon was able to correct placement of magnet by manipulating the magnet back into place and no surgical intervention was required. The implanted device remains.